Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the fiber optic backplane cables. The system was verified and ready for use.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure using an xi system, multiple non-recoverable faults occurred, requiring a system reboot. The customer rebooted the system and completed the procedure; however, the errors recurred afterward, so the system was powered off. The customer stated they would not use the system until the issue was resolved. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and identified multiple errors. The procedure was completed with no reported patient injury.